Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, inspection of the lead was performed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of perforation. (B)(4).

Event description:
This right ventricular (rv) lead was explanted due to perforation. The lead was replaced. No additional adverse patient effects were reported. The product was returned for analysis. Product analysis found no evidence of defect, malfunction or damage that could cause/ contribute to the clinical observations.

Manufacturer narrative:
B2 field: outcomes attrib to adv event. "Life threatening" was included. B5 field: describe event or problem updated. Upon receipt at our post market quality assurance laboratory, inspection of the lead was performed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of perforation. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation. The lead was replaced. No additional adverse patient effects were reported. The product was returned for analysis. Product analysis found no evidence of defect, malfunction or damage that could cause/contribute to the clinical observations.